Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as poor hand washing. Peritonitis was manifested by lower left flank pain and cloudy fluid. The patient was not hospitalized for the peritonitis event. On the same day of onset, the patient was treated with intraperitoneal ceftazidime1g/day and vancomycin 2g every 4 days. The next day, ceftazidime treatment was discontinued. The patient was scheduled to be retrained in aseptic technique. The patient was recovering from the peritonitis. Extraneal and physioneal therapies were ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Additional information: twenty five days prior to the receipt of this report, the vancomycin was discontinued. Two days later, the patient again manifested cloudy effluent, and was diagnosed with peritonitis. On that same day, the patient was hospitalized. Also that same day, the patient was started on cefazolin (1g daily; route not reported) and intraperitoneal gentamicin (45 mg daily) for peritonitis. Twelve days prior to the receipt of this report, the cefazolin and gentamicin were discontinued. That same day the patient was discharged from the hospital. On an unreported date, a hemodialysis catheter was placed in case the patient required transfer to hemodialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: it was reported that, five days prior to the receipt of this report, the treatment with gentamicin was discontinued. At the time of this report, the treatment with vancomycin (intraperitoneally) was ongoing for peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that, ten days prior to receipt of this report, the treatment with vancomycin was discontinued and the patient was started on gentamicin (45 milligrams, per day, intraperitoneally, for 24 days) for peritonitis. Five days after receipt of this report, the patient was again started on vancomycin (1g, every 4 days, duration and route not reported) for peritonitis. At the time of this report, the patient was not recovered from the peritonitis event. Six days prior to receipt of this report, the patient was retrained on proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.